Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the patient had a possible torn capsule. The lens was explanted during initial procedure. The procedure was completed on same day and there was no further impact to the patient. In the surgeon¿s opinion, the product did not contribute to or cause the event. Patient issue was resolved and in the surgeon¿s prognosis the patient vision was improved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).